Event description:
It was reported that, during an in-clinic follow-up, episodes of noise resulting in oversensing and automatic mode switch (ams) were observed on the right atrial (ra) lead. X-ray imaging was performed and revealed no abnormalities. No intervention has been performed at this time. The patient was stable and will continue to be monitored.